Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Service & repair history: the previous service event for part number 387.337 with lot number(s) 8589647 has been reviewed. The customer called in a service request for this item on 27-mar-2019 for the synframe retractor holder had a screw missing while cleaning. The item was previously returned for service on 15-jul-2014 due to hex screw stripped. The previous service condition of hex screw stripped is not relevant to the current complained issue of the synframe retractor holder had a screw missing while cleaning. . The manufacture date of this item is 21-jul-2014. The service history review is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The customer reported that the synframe half ring had a stripped screw missing while cleaning. The repair technician reported that the hex screw was stuck. Damaged component is the reason for repair. The cause of the issue is unknown. The following parts were replaced: hex screw. The item was repaired per the inspection sheet, passed synthes final inspection on 29-april-2018 and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the synframe half ring had a stripped screw while cleaning. There was no patient involvement. This report is for one (1) synframe half ring. This is report 1 of 1 for (B)(4).